Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a moderately calcified lesion (85% stenosis degree) in a proximal part of the femoral artery. After pre-dilatation, the system was advanced to the lesion site. After positioning the stent and releasing half of it, the trigger could not be pulled anymore. Upon opening the handle to attempt further release, the secondary release was found fractured. The stent was directly removed and replaced with two additional pulsar-18 stents of the same model. The procedure was successfully completed, and the patient was discharged home.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a photograph provided was reviewed. The photograph shows the affected device with the handle being opened and completely disassembled. The affected device was returned disassembled and damaged. The outer shaft has been retracted by about 11 mm. The stent has been partially released and fractured. About 91 mm of the stent are still crimped underneath the retractable shaft. The distal stent portion was not returned. The proximal outer shaft has fractured, most likely inside the handle. The fracture site is plastically deformed which is indicative for an overload fracture. The metal tube at the knife holder has fractured directly at the knife. The proximal inner shaft portion shows signs of compression. In general, the findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.

Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a moderately calcified lesion (85% stenosis degree) in a proximal part of the femoral artery. After pre-dilatation, the system was advanced to the lesion site. After positioning the stent and releasing half of it, the trigger could not be pulled anymore. Upon opening the handle to attempt further release, the secondary release was found fractured. The stent was directly removed and replaced with two additional pulsar-18 stents of the same model. The procedure was successfully completed, and the patient was discharged home.